Event description:
It was reported customer was trying to prime the device and it alarmed no delivery. Customer's blood glucose was unknown. Customer was advised to remove the reservoir from the insulin pump. Then to disconnect and reconnect the reservoir and infusion set, manually pushed insulin thought with the plunger, and insulin did not exit. Customer noticed that the septum of the new reservoir seemed protruded. Customer used a new reservoir with the current infusion set. Customer manually pushed insulin with the plunger. Manual prime was performed and insulin did exit. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.